Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an occlusion was not confirmed or duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.

Event description:
This is a report of a flo-gard infusion pump that indicates occlusion, which could have been a false occlusion alarm. The reported condition occurred upon power up in the surgery department. There was no patient involvement, injury or medical intervention. No additional information is available.